Event description:
Pt underwent cataract surgery in 2000, and implantation of a staar model aa-4203vf intraocular lens in the right eye. During insertion, the lens was pushed behind the vitreous causing a capsule tear. The lens was removed, an anterior vitrectomy was performed and another lens was implanted. Preop va was 20/200, one-month postop va was 20/40-. Prognosis is "the surgeon is very pleased at the pt's recovery and the surgeon plans to schedule the other eye for cataract surgery. Also, the pt is very happy."